Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a prefilled cartridge and inset 6 mm/23 in infusion set, and inspection revealed insulin leaking inside the cartridge chamber with no visible drops at the infusion set hub during a tubing fill, indicating a possible cartridge leak and interrupted insulin delivery. Symptoms included elevated blood glucose up to 345 mg/dl without ketone testing or acute clinical sequelae. Outcomes included transient hyperglycemia that resolved after the user replaced all supplies, confirmed priming with visible drops, and resumed insulin delivery, with no medical intervention, hospitalization, or assistance required. Investigation included remote troubleshooting, supply change with rewind and re-prime, chamber cleaning, and functional confirmation of flow. Investigation of this case revealed that the leaking cartridge and lack of flow caused underdelivery leading to hyperglycemia, and the issue resolved after replacement of the cartridge and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was a user- and procedure-independent device or component issue consistent with a leaking prefilled cartridge leading to interrupted delivery.